Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 52 mm in diameter abdominal aortic aneurysm. It was reported that the investigator indicated that the aneurysm was 49 mm in diameter with evidence of an unknown endoleak. No clinical sequelae were reported.